Event description:
It was reported that a physician was having difficulties with his (B) (6) handheld device. The handheld would start and allow the user to go through the screen alignment and initial training step following a hard reset however instead of proceeding to the vns software screen, the screen would go black with the (B) (6) logo on it. Reseating the flashcard did not resolve the event. The handheld was working fine previously but now was now working. The physician was sent a replacement and the handheld and software in question have been returned to the manufacturer. Device evaluation is currently in progress and has not been completed at this time.